Event description:
Rec'd medwatch report number (B)(4) from the customer stating that the respiratory therapist pressed the volume adjustment" button to adjust the volume level when the ventilator screen immediately went blank, flashing on and off several times until it came back on reading "pt not ventilating". The ventilator was immediately removed and the pt was bagged by respiratory. The message on the ventilator read "sst required" (short self test). Pt was not harmed and was placed on another ventilator with no problems.

Manufacturer narrative:
This issue is still under investigation.